Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that an ECG fault occurred with and without leads. There was no reported patient involvement.